Manufacturer narrative:
The unit was received with an intermittent button response due to a corroded keypad. The unit had a minor scratched display window and a cracked reservoir tube lip. (B)(4)

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was 200 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.